Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that all retainer rings were bent. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements and loss of capture. An invasive procedure was performed. The device/lead connection was found to be loose. This lead was tested via pacing system analyzer (psa) with acceptable impedance and threshold measurements, however a new rv lead had already been placed. Since the pocket was open, the chronic device was electively explanted and replaced. The chronic lead was plugged into the atrial port of the new device for future use if needed and the device was programmed to vvir due to chronic atrial fibrillation (af). No adverse patient effects were reported.